Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to poly wear leading to osteolysis down the lateral border of the stem, which caused loosening of the distal stem and thigh pain.

Manufacturer narrative:
No devices were returned for review. Photographs of the explanted stem, liner and the head were provided. There appears to be some impingement on the liner; however this cannot be confirmed and no further evaluation can be done using the photographs since the photographs are not clear. Review of the device history records of the head and the liner did not find any deviations or anomalies. Device history record of the stem cannot be reviewed since the lot number is unknown. These devices are used for treatment. Primary surgery notes were not provided. Review of the revision notes confirms that the patient underwent revision left total hip arthroplasty. It was noted from the notes that x-rays showed polyethylene wear with osteolysis in the lateral femoral component. It was also noted that the prosthesis had good alignment with no evidence of loosening. The devices were in-vivo for 25 years. Poly wear is a common issue with a standard poly that is in-vivo for long time. Product history search for the head and the liner revealed no additional complaints against the related part and lot combinations. A definite root cause for the reported issue cannot be determined with the information provided.